Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Device not returned.

Event description:
It was reported that during morning shift check, the autopulse platform (s/n (B)(4)) displayed user advisory 7 (discrepancy between load 1 and load 2 too large). They were unable to clear the user advisory 7 error message. No patient was involved with this event. No additional information was provided.

Manufacturer narrative:
Please note that the following is the investigation was corrected. The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found no visible damage to the platform a review of the platform archive log showed multiple user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) messages on (B)(6) 2016 but not on the reported date of (B)(6) 2016. During functional testing the autopulse platform ran for 10 minutes using lrtf (large resuscitation test fixture) equivalent to 250 pound patient ) without exhibiting any problem. Additionally, the platform passed platform passed load cell characterization test. The platform performed as intended. In summary, the customer's reported complaint of autopulse displaying ua 7 was not confirmed during functional testing. However, a ua 7 was observed in the archive files on (B)(6) 2016 but not on the reported date of (B)(6) 2016. The platform ran on a lrtf (large resuscitation test fixture, equivalent to 250 pound patient) for approximately 10 minutes without exhibiting any error messages. The autopulse platform performed as intended.

Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found no physical damage was noted. A review of the platform archive was performed and user advisory (ua) 139 (unable to hold compression position) message was observed on the event date of (B)(6) 2016. During functional testing, the autopulse platform displayed ua 139 message upon power up. Further investigation indicated that the drive train motor brake gap was out of specification. The brake gap could not be adjusted to within the specification. Both the set screws would not lock into the encoder dimple locking holes and caused the brake to disengage. In summary, the customer's reported complaint of autopulse displaying serve required message was confirmed during archive review and functional testing and was attributed to a defective drive train. The brake gap out of specification can occur due to normal use of the device. The autopulse platform is a reusable device and was manufactured on 10/28/2013. After replacing the drive train, the platform passed all functional testing.